Manufacturer narrative:
Batch review performed on 06 july 2015: lot 150188: (B)(4) stems manufactured and released on 20 may 2015. No anomalies found related to the problem. To date, (B)(4) stems of the lot have been already sold without any similar reported issue. On (B)(4) 2015 it was confirmed that the stem will not be available for examination. On (B)(6) 2015 the medical affairs made the following comment based on the x-ray analysis: this patient has good cortical bone, but in this poor quality xrays named post-op a little shade can be seen in the area that will then fracture. It is possible that the fracture was initiated during the operation and went undetected, as it is often the case when the fracture is not displaced, and then continued when load was applied. I think this is the root cause for failure of the primary hip operation.

Manufacturer narrative:
On 04 september 2015 it was prepared a final report with the information already submitted in the initial report. On 08 september 2015 the report was sent to the initial reporter and the case was closed.

Event description:
Importer ref# (B)(4).